Event description:
We received a report concerning an intraocular lens (iol) which was explanted from the patient's right eye after she experienced halos and glare. The lens was replaced with another lens during the same procedure.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut in half. Visual inspection revealed surface residue (fibers/particles) on the lens and it appeared to have evidence of ophthalmic viscosurgical device (ovd) and viscoelastic, compatible with handling, such as during the implant and explant process. Based on the investigation, the condition of the returned lens is not manufacturing related. The lens optical properties result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) meets optical properties inspection. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow up it was learned that the patient's present visual acuity is 20/40. The replacement intraocular lens (iol) that was implanted was a 25.0 diopter tecnis multifocal. The patient is reported to be doing fine and ''happier'' with her visual outcome. All pertinent information available to the manufacturer has been submitted.